Event description:
A report was received that the patient was feeling a tingling compression across her chest that makes it hard to breathe. The patient will be explanted.

Event description:
A report was received that that the patient was feeling a tingling compression across her chest that makes it hard to breathe. The patient will be explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-25 serial #s: (B)(4), description: scs phiii ext 25cm; model: sc-4316, lot number: 15121769, description: next generation anchor kit-sterile. Additional information was received that the patient underwent an explant procedure. The patient's symptoms subsided after the explant and the patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device functions as expected. The functionality of the leads (s/n (B)(4)) was verified to be normal. Both proximal ends were lightly bent, but the damages were not potentially related to the reported event. The leads passed impedance measurement and continuity tests. The functionality of the lead extensions (s/n (B)(4)) was verified to be normal. One of the extensions had a slice made by a surgical knife on the boot. The cut was considered part of explant damage since no blood traces were present inside the stack. The devices passed impedance measurement and continuity tests. Both click anchors exhibited an eyelet torn. The click anchors did not allow slippage when they were locked onto a lead.